Manufacturer narrative:
Motor error alarm during rewind due to motor gearbox jammed. Unable to verify for operating currents including battery out of limit alarm due to constant motor error alarm. Pump received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was performed. The device was returned for analysis.